Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found optic torn and haptic torn to the lens. Claim # (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Weight, ethnicity, race:unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.5/0.5/81 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to lens tear/break during injection/delivery into the eye, low vault with rotation and poor vision. This exchange resolved the problem. The reporter indicated that after lens was injected into the eye and the doctor found the lens was broken. Since the tear was not in the optical zone the doctor decided not to remove it. But, later found that the lens had rotated, and the vault had decreased with poor vision. The reporter stated that the doctor considered that the rotation was due to a broken footplate, so it was not replaced with a longer length lens.